Manufacturer narrative:
Corrected: usage of device. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient is a resident of (B)(6). Updated - (B)(4) 2012 - patient's preliminary disclosure received with primary surgery operative report attached. The operative report stated, the patient was noted prior to insertion of actual implants to have a nondisplaced proximal femoral fracture. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Litigation papers allege patient suffered ongoing injuries and high levels of cobalt and chromium. **updated** - 10/19/2012 - patient's preliminary disclosure received with primary surgery operative report. The operative report stated, the patient was noted prior to insertion of actual implants to have a nondisplaced proximal femoral fracture.